Event description:
It was reported that during the implant attempt the patient's right ventricular (rv) lead was difficult to place in the desired location, hard to insert the stylet, took longer than expected to extend the helix, and was oversensing during lead testing. The rv lead was removed and another rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent was found. It was noted that the stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that visual summary analysis of the lead indicated damage at implant and with the helix bent inside the sleevehead, further helix testing was not possible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.